Event description:
During the procedure the physician used the gdc 18-3d 3d-shape synerg detection circuit was used through the microcatheter and tried locating the coil in the right place. When part of the device was in the aneurysm and part in the microcatheter, the physician found that the coil didn't move when the pusher wire was pushed. He used a retrieval device to take the coil out. The patient's condition was not affected by this event.